Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that ophthalmic knives were found to be dull during the cataract/vitrectomy surgery. Surgery has been completed by using another blade. No impact on patient was reported.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Three opened knives, blades not in foam at all, in a bag were received for the report of dull knives. Samples were visually inspected and sample 1,2 and 3 were found to be non-conforming. Blade was observed to have a damaged cutting edge and a bent tip. Penetration testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned opened samples were found to be visually non- conforming, therefore blunt knives as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the knife was manufactured to specifications. A nonconformance investigation was completed to investigate the trend identified for dull cutting instruments. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Three opened knives, blades not in foam at all, in a bag were received for the report of dull knives. Samples were visually inspected and sample 1,2 and 3 were found to be non-conforming. Blade was observed to have a damaged cutting edge and a bent tip. Penetration testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned opened samples were found to be visually non- conforming, therefore blunt knives as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the knife was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.